Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. The customer was declined troubleshooting. The customer was treated with bolus for high blood glucose. Customer states after set change and bolus blood eventually went down. Customer states blood glucose now fine. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.